Event description:
This da vinci reposeable hemo-lock clip applier would not rotate to the correct side during a case. A new one opened and this will be sent back for reimbursement of the remaining fires (lives). FDA safety report ID# (B)(4).